Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was at recommended replacement time (rrt) and did not meet expected longevity. The device was explanted and replaced. It was also reported that during implant of the left ventricular (lv) lead, the lead fell out of the vein when the sheath was being removed. An lv lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and there were no anomalies found.

Manufacturer narrative:
Corrected information: no eval explain code. Information is provided in the future, a supplemental report will be issued.